Event description:
Procedure: lower anterior resection. Reportedly, after the first squeeze of the handle "the handle stayed back in the as if it was jammed". The jaws of the device could not be opened. It was necessary to cut the tissue around the jaws to remove the instrument. At this time it was noticed that no staples were placed by the device. A comparable device was used to complete the procedure without any reported incident.